Event description:
It was reported that a pump failed to detect an upstream occlusion. The customer reported that when an upstream occlusion preventative maintenance test was ran on the pump it would alarm air in line when no air was present. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be submitted.